Manufacturer narrative:
Batch review performed on 17-jul-2024 lot 114543: (B)(4) items manufactured and released on 17-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 12 years and 3 months after primary, the patient came in reporting pain due to a potted stem. The surgeon revised the medacta stem and head with competitor's products and revised the medacta liner with another medacta liner. The surgery was completed successfully.